Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2023-03874. It was reported that both of the patient's leads migrated and the patient lost effective therapy. Surgical intervention was undertaken to replace both leads. Effective therapy was established postoperatively.